Manufacturer narrative:
Summary of the investigation: devices history report (DHR) analysis show that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported event. The review of the patient files revealed abnormal electrical behavior: abnormal ventricular impedance (= 200 o) and progressive decrease in sensing values (from 14 mv to 5-4mv) were observed since at (B)(6) 2025 (no earlier data available). Noisy ventricular egm, possibly attributable to myopotentials, which may indicate a potential insulation issue, potentially at the suture sleeve level or related to clavicular friction. It would be advisable to verify whether a suture sleeve was used during the initial implantation. Evidence of far-field sensing, detection of vs event by the atrial lead, raising suspicion of an issue with the ventricular lead position (lead micro dislodgement). Since no files from previous follow-ups were provided, neither the first occurrence nor a long-term overview can be determined. The origin of these abnormal electrical values remains unknown. Based on the available data, the issue could be located at the lead level but cannot be confirmed with certainty, as the lead remains implanted. Therefore, the exact root cause could not be determined. The most likely cause is a lead insulation issue. Careful monitoring of the ventricular lead integrity is recommended to ensure adequate sensing and pacing functionality (see recommendations below). This case is retained and utilized for trending purposes. For more details, please refr to the attached report analysis.

Event description:
Reportedly, lead polarity switch on vegr58 decreased lead impedance. Noise on rv lead. Alerts triggered via remote monitoring.